Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose level was 45 mg/dl at the time of incident. Customer was treated with food. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that the drive support cap was normal. Customer did not allege that the insulin pump was over delivering. Customer stated that the insulin pump programming was accurate. The insulin pump will not be returned for analysis.